Event description:
During follow-up, episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.